Event description:
The customer reported that a patients death occurred while being monitored by a philips information center network.

Manufacturer narrative:
The customer reported that a patient's death occurred while being monitored by a philips information center network. The clinician did not remember receiving an alert page for the alarm. The patient was dnr status and the death was expected. Paging is labeled as a means of alarm information notification. Issues with paging would not prevent the monitoring device from continuing to provide real-time monitoring and alarms. Therefore, this issue would not be likely to cause or contribute to death or serious injury if the paging device is used per product labeling. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).